Manufacturer narrative:
It is unknown if th edevice involved in the reported incident is expected to be returned for evaluaiton. An investigation has been initiated based upon th ereported information.

Event description:
A neuroballon broke in a patient and floating around. Additional information was received on (B)(6) 2015 with the following: often the neuroballoon is used to penetrate the bottom of the 3 ventricular. In this case it slides down to the side. Therefore we give the balloon a little angle and insert it again. When the balloon pull in right lateral ventricle, the balloon part breaks off. After that, they try to localize it, but it has gone backwards, apparently in the occipital horn and the endoscope can't angle that much. This event extended the operation for 5-10 minutes. The patient is waken up and not affected as expected. It is not expected to have any clinical consequences, that there is a small tip in the occipital horn. We await for CT scanning to determine the position of th balloon tip. After a phone call with the patient, he confirms that he has had good improvements after the surgery. No lot number of the product is available.